Event description:
In 2009, the reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that the pt's onetouch ultra meter was reading inaccurately after the meter was dropped. The reporter also claimed that the pt developed symptoms of feeling shaky and confused at an unknown time in relation to the inaccuracy issue. The medical surveillance specialist (mss) spoke with the reporter briefly on feb 13, 2009, but the reporter had to go. The mss made another attempt to reach her again but she was not home. A letter was sent on feb 17, 2009, requesting the reporter/pt to contact lfs. According to the reporter, the meter had been dropped twice (unspecified dates). She claimed that after the meter was dropped the meter was not giving "good" readings. On an unspecified date, the pt obtained "502 and 380 mg/dl" on his meter within 10 minutes. Based on the statistical methodology, the calculated difference of these results is greater than 20%, which does not meet lifescan's precision criteria. The reporter stated that the elevated meter readings were due to a recent cortisone shot on the pt's knee; however, she was not comfortable with the variance in the readings. It is unk if the pt was symptomatic at the time of the tests. As result of the elevated meter readings, she contacted the pt's doctor. The pt's doctor advised the pt to double his dosage of prandin, an oral diabetes medication. The pt reportedly felt better at an unspecified time after taking the increased dose of medication. The reporter also mentioned another occasion where she gave the pt juice at night because he was "low". The cca noted that the pt's symptoms were shaking and confusion. It is unk if the pt tested on his meter during his "low" and what events led to his symptoms. It cannot be confirmed if the alleged inaccurate meter readings were related to the pt's "low." Based on the provided info, this complaint is being reported due to the following conclusions: the calculated difference of the pt's reported results is greater than 20%, which does not meet lifescan's precision criteria. In addition, it cannot be ruled out that the alleged inaccuracy issue was not related to the pt's hypoglycemic event. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.